Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a tear in the black cable at the distal end of the instrument. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was exposed due to a tear in the black insulation. It was discovered during central processing.

Manufacturer narrative:
Correction - h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire was frayed. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.